Event description:
A malfunction alarm was reported, identified by malfunction code 9. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump. Customers were advised to contact support if the issue arose again, which they acknowledged and understood.